Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an alert for shorted outage stage detection was observed on the device. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.

Event description:
Additional information was received indicating the device reached end of service (eos).

Event description:
Additional information was received indicating premature battery depletion was suspected.